Event description:
Pt was involved in a motor vehicle accident approx 10 years ago, at which time she sustained a fracture to the left hip and pelvis. The pt was initially treated by placement of hardware which was subsequently removed and a total hip was placed. The pt has undergone two revisions of the hip since initial placement. The pt presented with complaints of groin and thigh pain. The thigh pain was located primarily over the distal tip of the hip stem. The pt was admitted to the hosp for revision of the left hip. It was felt that there was some "acentric" wear through the cup and a cystic lesion of the pelvis. She complains of pain with weight bearing and intermittent groin pain with ambulation. Following revision of the hip, the pt's pain was relieved. Pt's total hip was placed by another surgeon at another facility. Device numbers, lot numbers, etc, are not available.